Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported presenting to the emergency room and being admitted to the hospital on (B)(6) 2026, due to severe hyperglycemia, with a home fingerstick blood glucose (bg) reading of 427mg/dl. The patient further reported that hospital testing indicated a bg level of approximately 600 mg/dl. Reported symptoms included thirst and frequent urination. Hospital treatment consisted of an insulin drip. The patient stated that upon removal, the pod cannula was bent, and she believed she was not receiving insulin properly while wearing the pod. The patient reported being discharged on (B)(6) 2026.